Event description:
Reporter indicated a vns dell x5 handheld computer with 7.1 software was freezing during interrogation of a vns pt. The screen freezing did resolve after performing a hard reset and interrogation of the pt was then successful. All attempts to have the suspect computer returned for analysis have been unsuccessful to date. It is known that the combination of the dell x5 computer and version 7.1 software can cause screen freezing during interrogation to occur.